Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a female pt who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. In 1987, the pt began using super poligrip original. In 2003, she switched to fixodent. On an unk date, the pt experienced zinc toxicity and extensive nerve damage, resulting in symptoms that included loss of balance, pain, difficulty walking, lack of coordination, severe muscle cramping, and tingling and numbness in her hands and feet. Use of fixodent was continued. According to the claim, the pt's neurological injuries were permanent. Follow up info was received on (B)(4) 2011, via medical records (parts illegible). On (B)(6) 2010, there was some mention of increased exposure to poligrip (formulation unk). The pt reported numbness and tingling in hands and feet, multiple falls, and other neuropathic symptoms (parts illegible) with unk cause. On (B)(6) 2010, the pt's copper level was 123 (normal 70 to 155 ug/dl) and zinc level was 179 (normal 70 to 150 ug/dl). This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).